Event description:
It was reported that the insulin pump gave a motor error alarm. The customer's reported blood glucose reading was 9.6 mmol/l. The customer checked the drive support cap, and stated it was not loose or protruding. It was reported that the insulin pump was exposed to an ultrasound and airport body scanner prior to the alarm. Troubleshooting was performed, and the insulin pump failed the displacement test, alarming no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.